Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement test. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were sometimes unresponsive. Customer's blood glucose level was 450 mg/dl. The customer corrected her blood glucose with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.